Event description:
Who you are: consumer. The fasciablaster is a tool whose inventor, (B)(6), self-proclaimed guru in her made up field of "fasciology" claims it can do the following: for fascia - compression for fascial stretch, breaks through fascial adhesions, restores blood flow, eliminates cellulite, increases nerve activity, changes fascial composition, separates structures. For muscle: trigger point, breaks through knots, separates muscle adhesions, separates muscles from muscles, loosens microfibers, stimulates muscle contraction, rakes through tough knots. For loosening and pain - lessens stress on joints, loosens the primary system that causes pain, resets the nervous system, reduces inflammation, allows for skeletal alignment. There is a cult like group of women on facebook where (B)(6) is the admin. She gives out advice on how to use the tool, changes the protocols constantly and blocks any users from voicing any comment she deems "negative". She is censoring women who have had negative effects from following her protocol. She steals pictures from plastic surgery sites and uses them as her own clients who have had results using the fasciablaster. Many of the women who have been blocked from the group are unaware of the new protocols. Also, once temporarily blocked from the group she will reach out by private messenger on facebook with a "concerned" message of wanting to help and explaining that the blocking was due to not keeping the positive vibe in the group on facebook but she and her team are there to help with any questions you might have and please send pictures and your "blasting routine" to her so she can evaluate them and help you. The problem is, before you can respond (if you even want to at such a point), she blocks you completely and your message is "undeliverable". There are many women who have had negative health issues after using this tool and could not connect the dots because none of us knew the other existed. Any time we brought up concerns in the main facebook group, they were either never approved for posting or deleted as soon as they were discovered. So a lot of women, never knowing others were having bad "detox - but that's normal" as (B)(6) referred to it as, kept blasting using her protocol. Some of the detox symptoms that women have reported include but are not limited to: extra periods, late periods, heavy periods, heart palpitations, panic attacks, elevated estrogen, miscarriage, elevated cortisol, weight gain, inflammation, depression, extensive bruising (which was encouraged), muscle detachment, auto immune disease, thyroid issues, blood clots, headaches, nausea, muscle aches, adrenal fatigue, sagging skin, bruises that do not away, worsening of their cellulite, and so on. Ashley black has no qualifications but calls herself a "fascia expert." By her own admission, she holds no fitness, medical, wellness or any related college degree in order to be medically advising people. She touts her personal experience with health issues as the source of her expertise. Most recently she has written a book in collaboration with a woman that is a ghostwriter with no credentials in the health, fitness and wellness fields yet says this is the bible to go along with her invention and how to use it.(B)(6) has even lied about her ex-husband, who used to promote this tool along side of her but has since refuted it and labels it dangerous. (B)(6) being a doctor. She should be disclosing the adverse health effects the fasciablaster causes some people and be willing and open to discuss those without intimidating or threatening people into silence in order for a consumer to make an educated decision before purchasing this tool or when deciding to use it further. It has recently come out that the fasciablaster contains bpa, which she also advises is ok to use even though her protocol is to heat up, use oil and rub the fasciablaster all over your body. She put into the market a purported medical device that she constantly claims is "FDA approved" even though it is simply FDA class 1 registered (same class as dental floss) that can be potentially dangerous to a portion of the population. She also has contradictory claims all over the place (use while pregnant, don't use while pregnant, can use if you were using before becoming pregnant, etc). I think (B)(6) is a guru in marketing and is concerned with lining her pockets by preying on women's body insecurities. She bullies, censors, and threatens anyone who she deems an obstacle to her success by creating fake pi firms ((B)(6) and many other fake profiles who is a supposed ex-military guy pictured with guns and ammunition used to intimidate people) by sending harassing, intimidating and threatening emails from (B)(6) or her staff. Her lawyer sends cease and desist letters, her fake security team posts people's dirt or previous arrest records online. It's totally classless, not good business practice, doesn't support customers if they don't drink her koolaid or complain of not feeling well after using her tool, are ignored when they voice concerns, she lies about success stories, steals photos and passes them off as her own clients, and has other people answering emails sent directly to her so one never really knows when they are heating sound advise and from whom. White stick with handles and 4 claws in between used to rake, rub, dig, and scrape over oiled and heated up skin to eliminate cellulite by pressing down and rubbing back and forth. Bruising is supposedly "healing, restorative and not the same as when you are injured". Retailer: fasciablaster.com. Retailer state: tx. Explanation: I have been blocked by the manufacturer, I am also past the date of return of the product. Document number: (B)(4). Report number: (B)(4).